Manufacturer narrative:
Evaluation summary: one device was received for evaluation. Visual inspection showed that the insulation tip fractured on the jaw. The investigation showed that the wire profile was visible through the jaw insulation on the side of the jaw. The wire's insulation was undisturbed and intact. Such exposure of the wire profile is not considered to be a defect. The device was plugged into an generator and was successfully recognized. The device was activated on a saline soaked towel with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. An additional failure was found during the investigation; the insulation tip was fractured on the jaw. The additional findings did not contribute to the reported condition. The investigation showed that the insulation tip was broken by damage from an external force, consistent with the user inadvertently grasping onto a hard object, where led to the chipping of the insulation. Manufacturing and supplier were ruled out as the possible cause of the fracture by the engineering. The investigation identified the root cause of the reported event to be user. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the wire were exposed on the device jaws. There was no patient involvement.